Event description:
Customer complaint states: "rt attempted ventilator sst (short self test) and it failed the leak test." Alleged issue reported as occurred during pre-testing prior to a patient use. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). One (1) 1615 ventilator tubing set , w/water traps , long, was received for investigation. The ventilator tubing set was visually inspected for any signs of abuse/misuse/damage. Nothing was noted. The dual limb 1615 ventilator tubing set , w/water traps , long was setup for leak test on a lab leak tester. Per iso standard 5367 annex e, the ventilator tubing set was tested at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. The actual ml/min pressure recorded at test was 13 ml/min. The 1615 ventilator tubing set does leak, but well within the established iso acceptable parameters. Based on the investigation performed, the reported complaint of leakage was confirmed; however, the sample was well within the iso specified leakage value.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. The device history record (DHR) of the lot number reported has been reviewed, and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation it is necessary to evaluate the sample involved in this complaint. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint states: "rt attempted ventilator sst (short self test) and it failed the leak test." Alleged issue reported as occurred during pre-testing prior to a patient use. No patient involvement reported.